Event description:
Discordant, falsely low calcium (ca) results were obtained on five patient samples on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse ran service methods on the instrument and sample probe 1 failed mix tests. The cse replaced and realigned the probe, after which mix tests passed. The customer ran quality controls. The cause of the discordant, falsely low ca results was due to a sample probe 1 malfunction. The instrument is performing according to specifications. No further evaluation of the device is required.